Manufacturer narrative:
Event date is estimated.

Event description:
It was reported patient lost therapy due to ipg reaching end of life. As a result patient may be awaiting surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly effective therapy was restored